Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test three (3) of seven (7) which occurred on (B)(6) 2023. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false negative result. Further review of the case determined that the product was used beyond expiration date. No additional investigation is necessary as a product deficiency was not identified.d4 - expiration date h3 other text : single-use, device discarded.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false negative result. Further review of the case determined that the product was used beyond expiration date. No additional investigation is necessary as a product deficiency was not identified.a3 - gender h3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test three (3) of seven (7) which occurred on (B)(6)2023. Repeat testing (x6) was performed and generated negative results through (B)(6)2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6)2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6)2023. The consumer was diagnosed with covid-19 on 01jul2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test three (3) of seven (7) which occurred on (B)(6) 2023. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.